Event description:
It was reported that a user of the ilet experienced elevated blood glucose following ¿usual¿ dinners, with readings around 213 mg/dl trending down, later down to 163 mg/dl, and then up to approximately 267 mg/dl after a subsequent meal; the user sought guidance on meal announcements, correction handling, and cgm targets, and was advised on infusion set change timing, algorithm-driven corrections, and the need to consult a trainer or healthcare provider for target changes. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with no reported injury or medical intervention. Investigation included technical support review, user coaching on correction insulin behavior after meals, appropriate use of meal announcements and ratios relative to meal size, and discussion of adaptation and cgm target concepts. Investigation of this case revealed no device malfunction and suggested that postprandial hyperglycemia was consistent with expected algorithm behavior and potential meal-related factors, with pump function otherwise in range at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.